Event description:
It was reported that the customer was having an issue pushing air from the reservoir into the vial. Customer was advised that it sounds like the reservoir is occluded and that she should open another reservoir. No additional information provided.